Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thinks that there is emi (electromagnetic interference) and that is why the implantable cardioverter defibrillator (ICD) had triggered a lead integrity alert (lia) on the competitor right ventricular (rv) lead. The lia was triggered due to high rate non-sustained episodes and sic (sensing integrity counter) counts. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. If information is provided in the future, a supplemental report will be issued.